Manufacturer narrative:
G4:22dec2020 b4:(B)(6) 2020. The issue with the unit was found as a defect upon arrival (defoa) is prior to therapeutic application and presents no direct patient harm. The reported issues is not likely to cause death or si thus changing the reportability of this case; ; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20nov2020. B4: 15dec2020. D4: UDI#: (B)(4). The customer confirmed the unit was not in clinical use; and there was no patient harm. The field service engineer (fse) confirmed this was an out of the box failure. It was confirmed while installation. The (fse) replaced the oxygen (o2) manifold to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020 .

Event description:
The customer reported the back of the unit has an oxygen manifold, which is blowing free flowing oxygen on the right side connected. The unit was in clinical use; and there was no patient harm.